Manufacturer narrative:
Reliability analysis complaint against serter was noted. The customer returned sensors with missing needles.

Event description:
The sensor was returned for analysis. The reason behind the return was unknown. The customer's blood glucose was unknown.